Manufacturer narrative:
The report of thrombus could not conclusively be determined through this evaluation. A full analysis of the device could not be conducted and a root cause for the reported event could not conclusively be determined because vad-(B)(4) was not returned for evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received: the vad coordinators reported that the patient was noncompliant with coumadin. The pump will not be returned for evaluation.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt had high power, low flows, and pump stops. Power source exchange and system controller change were completed. The pump was shut down by the hospital electively, as it was unable to run. This pt had physiologic concerns and compliance issues that lead to the thrombosis. The pump was explanted and not replaced. The pt is currently alive and still in the hospital.

Manufacturer narrative:
The approximate age of the device is 9 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.